Event description:
It was reported that the asymptomatic patient presented in clinic for generator changeout procedure. Prior to procedure, it was noted that the right atrial (ra) lead exhibited inappropriate automatic mode switch due to noise over-sensing. The ra lead was capped and replaced on (B)(6) 2024. There were no patient consequences.